Manufacturer narrative:
Summarized patient outcomes/complications of mitraclip were reported in a research article in a subject population with multiple co-morbidities including hypertension, dyslipidemia, diabetes mellitus, chronic obstructive pulmonary disease, atrial fibrillation, coronary artery disease, peripheral artery disease, heart failure, and prior myocardial infarction and stroke. Complications reported included heart failure, hospitalization/prolonged-hospitalization, death; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: transmitral pressure gradient and residual mitral regurgitation after transcatheter edge-to-edge repair in patients with and without hemodialysis b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "transmitral pressure gradient and residual mitral regurgitation after transcatheter edge-to-edge repair in patients with and without hemodialysis", was reviewed. This research article is a prospective multicenter experience to evaluate the association of immediate postprocedural transmitral pressure gradient (tmpg) and residual mitral regurgitation (mr) with clinical outcomes after transcatheter edge-to-edge repair (teer) according to hemodialysis (hd) status. The device included in the study was mitraclip. The article concluded that elevated postprocedural tmpg and residual mr were associated with higher mortality in non-hd patients, whereas no statistically robust associations were demonstrated in hd patients. [The primary and corresponding author was masahiko asami, division of cardiology, mitsui memorial hospital 1 kandaizumi-cho, chiyoda-ku, tokyo 101-8643, japan, with corresponding e-mail: asami560725@yahoo.co.jp.] This study included patients with symptomatic mr who underwent teer from 01 april 2018 to 30 june 2023. A total of 3764 patients were included in the study, all of which received an abbott device. The average age of the non-hemodialysis group was 69.5 years. The average age of the hemodialysis group was 85.3 years. The majority gender was male. Comorbidities included hypertension, dyslipidemia, diabetes mellitus, chronic obstructive pulmonary disease, atrial fibrillation, coronary artery disease, peripheral artery disease, heart failure, and prior myocardial infarction and stroke.